Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The device had no button error alarm during testing. Unable to perform rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. Moisture damage was found on electronic and motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 280 mg/dl. The customer had a button error alarm when he was giving himself a bolus on the beach in (B)(6). The insulin pump had water and condensation under the screen. Troubleshooting was not performed. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.